Event description:
It was reported the patient's atrial lead dislodged. During the revision attempt, the helix of the lead would not retract. The lead was removed, and it was found that there was tissue in the helix mechanism which prevented the subsequent retraction of the lead. The lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned in segments, analyzed and there was tissue on the helix. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and there was apparent explant damage. It was visually notes that there was tissue seen on the helix. The helix appeared to be slightly bent.